Event description:
Boston scientific has become aware of the following event: after pre-dilatation, this product was difficult to advance on the wire. When this product was removed, the physician noticed that the 5mm of the distal end of the catheter came off on the wire. This occurred while device was outside the pt's anatomy.